Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they had replacement of battery to resolve the symptoms of unable to urinate. It was replaced and symptoms got resolved. Patient's weight was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's stimulator was "not as good as it should be" and the patient "needs to turn it up a notch or two" because the patient "cannot urinate good enough." The patient confirmed that the implant is meant to increase their urination flow and the patient needed to increase stimulation because it was not high enough. The patient had a separate implant for pain and was not sure which implant location was the pain device and which was the urinary device. Initially when the patient attempted communication they encountered poor communication both with and without the external antenna, however when the patient switched to the other implant site the communication issue resolved suggesting the first communication issue was not a malfunction, but that the patient was attempting communication at the pain implant site. After connecting to the urinary implant the patient was able to confirm that stimulation was turned on and set to program 2 at 0.4. The patient increased to 0.5 where they confirmed feeling a little stimulation which is what the patient wanted. After the stimulation adjustment the patient was advised to follow-up with their healthcare provider (hcp) if their symptom/symptoms did not resolve. Patient status is unknown at the time of this report and no device malfunctions were reported. The patient called back later there were no further complication reported or anticipated. The patient called back later regarding the same issue documented earlier. Patient was calling to get assistance turning the stimulation up for their interstim implant. It was reviewed for patient how to sync the patient programmer (pp) with the interstim. Patient reported the ins was off and at 0.5v. It was reviewed that the therapy needed to be on in order to be effective. Therapy expectations were reviewed for the interstim and stimulation. Patient increased stimulation to 0.6v, but stated the level of stimulation was uncomfortable. Patient was walked through decreasing stimulation, and they reported they were now at 0.55v and it was comfortable. Pp button meaning were reviewed and patient was advised to call back if they required further assistance with adjustments. Patient called back again still about the same issue, and stated the ins was on and at 0.55 and they were helped to increase stimulation again, to 060v on program 2. Patient confirmed it was comfortable. No further patient complications were reported/ anticipated as a result of this event. Additional information was received from a consumer regarding a patient. It was reported that the patient needed to "turn it up a notch and it was too low". The patient stated that he wanted to turn it up because of his symptoms. It was reported that the patient's symptoms became an issue about 3 days before the call. The patient reported that the patient programmer (pp) showed that stimulation was on, and on program 2 at 0.6. The patient increased to .7 and said he could just barely feel the tingling. At the time of the call, the patient did not have a managing healthcare provider (hcp). Patient services sent the patient physician listings. No further patient complications were reported/ anticipated as a result of this event. Additional information received from patient as they mentioned that they were unable to urinate and issue had not been resolved.